Event description:
It was reported that an ilet device with a nonresponsive touch screen, with the left side of the display unresponsive and the device intermittently freezing, including when stuck on the cgm graph after unlocking. Symptoms included no adverse clinical effects. Outcomes included no reported impact to health and no medical intervention or hospitalization. Investigation included technical troubleshooting and customer education. Investigation of this case revealed that a restart did not resolve the issue and the malfunction persisted. It was concluded that the device¿s touchscreen malfunctioned and a replacement device was provided.